Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter would not turn on. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to confirm when the meter issue started. The patient manages her diabetes with insulin, (self-adjuster). It is not known if the patient made any changes to her usual diabetes management regimen due to the meter issue, or the she developed any symptoms. The patient reported that she was unable to remember any information but that due to the meter issue, she had to attend the emergency room and was treated with IV fluids. At the time of troubleshooting, the csr noted the patient was not using the meter for the first time, there was no indication of misuse of the product and the correct strips were being used. Products were requested for return and replacement products were sent to the patient. This complaint is being reported because although the patient could not remember any of the details she was treated in the emergency room, which she alleges was due to the meter issue.